Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient felt like the battery was loose and moving in the pocket. No falls were reported by the patient. The hcp took the patient in for surgery and opened the pocket to secure the battery using the suture holes on the battery. The issue was resolved at the time of the report. Impedances were checked and were all within normal range. The patient noted she was getting great pain relief and had decreased the amount of medications she had to take. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that suture holes were used to secure th e battery initially and at revision. The hcp placed battery higher up in the pocket at revision.

Manufacturer narrative:
Correction: previous conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.